Event description:
The customer was hospitalized for high bgs. Bgs were treated with insulin drip. The md thought that the pump was not working. It was state that the customer had different symptoms such as: dehydration nausea, dizziness and vomiting prior to the hospitalization. The tubing from the last set was reused because the customer did not have any in supply. Also the customer stated that there were many no delivery alarms in the alarm history, but was unaware as there no audible sound nor did the pump vibrate. Troubleshooting was performed. Pump tested ok.